Event description:
The customer's family member reported that their family member was hospitalized for low bgs. It was indicated that bgs dropped low and pt was unconscious. The doctor could not determine the cause of low bgs. The contact also mentioned that the customer has been sick lately and had a mini stroke recently. Troubleshooting was performed. The lead screw test passed. The programming and histories on the pump were accurate. In addition the contact stated that the doctor would have their family member on a back up plan of manual injections. Instructed the contact to call the help line if needing further assistance.